Event description:
Pt complaint of pain and radiograph allegedly showed probable patella loosening. Revision surgery performed. During patella revision, tibial insert was schecked and some wear was found. Dr decided to replace insert during patella surgery. Tibial insert was cut with an osteotome for easier removal and replaced.

Manufacturer narrative:
Per 9/26/96 request for additional info. User facility did not provide any info stating that the incident occurred before the effective date of the MDR rule. Three contacts were made and documented with the user facility requesting additional info.